Manufacturer narrative:
(B)(4)

Event description:
Covidien received information stating that during patient use, the ht70 ventilator displayed &quot;high respiratory rate&quot;, &quot;high minute volume&quot; and &quot;replace circuit&quot; alarms and they didn&#39;t stop. The circuit was replaced but the problem was not resolved. The ventilator did not stop cycling. However, the patient was manually ventilated and transferred to another ventilator. There is no report of patient injury or death asscoiated with this event.

Manufacturer narrative:
(B)(4). The ventilator's control board was returned for investigation. The board was installed into a test ventilator. The unit powered up normally and was allowed to run for two days. During this time no alarms were generated and the ventilator functioned as intended. There customer complaint could not be duplicated.